Event description:
Patient has had several hip dislocations and revision surgery scheduled on right hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 36mm trident 10 degree insert. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.